Event description:
It was reported that a trained physician attempted arteriotomy closure of the right common femoral artery using the starclose device after an unknown procedure. The device was stuck and the physician had to " pull it out of the patient's right groin". Hemostasis was achieved with the starclose device. No patient injury or effects reported. There is no additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. (B)(4).